Manufacturer narrative:
H3: product analysis of the device concluded that visually, the device returned resembled an endotracheal tube. However, the packaging carton and pouch were labeled as a trivantage tube. There was no damage in the construction of the device that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. The device was re-inflated and deflated multiple times and no leakage was observed. For further analysis, a leak test was performed by submerging the balloon and inflation assembly under water and no leaks were detected. Electrically, for additional analysis, the resistance of each lead (for an endotracheal tube) should be between 1.7 and 3.7 ohms and the actual measurements were 3.7 ohms (blue), 3.6 ohms (blue with clear tubing), 3.7 ohms (red), and 3.5 ohms (red with clear tubing) in which all of the electrodes were in specification. In the returned condition, there was no out of specification condition that was related to the complaint. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, there was leakage in the emg tube balloon. There was no patient involvement.